Event description:
Patient undergoing scheduled right ankle ligamentous reconstruction with arthrex anchors and internal brace. Intraop, the implant broke while being inserted. A 0.8mm piece remains on implant, approximately 0.8mm piece inserted into bone by the surgeon. Surgeon and arthrex equipment rep aware and in agreement that implant is sufficient as is. Discussed w/surgeon who reported the length of the implant was sufficient for anchoring. No patient harm. Patient discharged to home same day as planned. FDA safety report ID # (B)(4).